Manufacturer narrative:
(B)(4). Date sent: 8/3/2020. D4: batch #t5ez91. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a partially fired 1/2 reload loaded on the device. Also received were four staples inside of a plastic container. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the reload.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the staples were unformed and oozing occurred at the third firing at a3. The knife slid forward on the target tissue. The surgeon performed astriction and to stop oozing. Another device was used to complete the case. There were no adverse consequences to the patient and patient is stable. No further information is available.